Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. Per the da vinci xi system user manual, the following warnings are noted under "manually insert an instrument": warning: when inserting an instrument into the patient, follow standard surgical practice (in minimally invasive surgery) of retracting and pointing the endoscope tip toward the instrument port to prevent patient tissue injury. Warning: do not manipulate instruments that are outside the surgeon's field of view, because doing so may cause patient tissue damage. Warning: insert and exchange instruments under vision to prevent tissue injury. Warning: after inserting, ensure all installed instruments are visible in the surgeon console view before proceeding. This visual check prevents inadvertent harm to the patient.

Event description:
It was reported that after an unspecified da vinci-assisted prostatectomy procedure, the patient experienced an unspecified postoperative complication. Approximately 3¿5 days postoperatively, the patient was readmitted due to a bowel injury sustained during the initial robotic procedure. According to the intuitive surgical, inc. (Isi) clinical sales representative (csr), the complication occurred during the insertion of laparoscopic instruments into the abdomen. It is unclear if the laparoscopic instruments were robotic or third-party. It was indicated that the surgeon(s) did not zoom out while inserting the unspecified laparoscopic instruments, resulting in limited visualization and subsequent injury. Additional information has been requested; however, no response has been received.